Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue reappeared.